Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) , and the reported events and patient outcome could not be conclusively established. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) , is returned at a later date this investigation may be reopened to include the evaluation of the device. The hm3 instructions for use (IFU) lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU, rev. C, is currently available. The IFU lists respiratory failure and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to respiratory arrest on (B)(6) 2021.